Event description:
It was observed that during the device evaluation, the video system center had image noise. Additionally, the image was flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "image noise occurs" and "image flickers" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.